Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, error c-34 and c-00 occurred on integrated electrosurgical unit (iesu). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had site power cycle the iesu a few times, but the issue was not resolved. Tse advised site to use a third-party esu to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: only the coagulation on the monopolar curved scissors (mcs) did not work. The surgeon completed the procedure with the other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The first generator was analyzed and found that the reported c-34 error was confirmed and replicated during testing. No visible issues were found. The second generator was analyzed and found that the reported failures (c-34, c-00, and c-83) were confirmed and replicated during testing, indicating a field fault. Although no related internal issues were found, the unit was received with a broken bezel. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator.